Manufacturer narrative:
(B)(4)

Event description:
It was reported that power cable of the transmitter was burned. The transmitter was replaced.

Manufacturer narrative:
The reported field event of burned power cable was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.